Event description:
It was reported that due to the cylinders that stopped inflating one month ago, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. The cylinders and pump were removed without any issues. It was noticed that the tubing connected to the pump was broken. The physician believed this is why the device was not inflating due to the broken tubing that caused fluid loss of the device. The reservoir was not removed from the patient and remained on the patient's right side. There were no complication or issues reported during this surgery. It was further reported that the new implant is functioning as designed with no issues to report.

Manufacturer narrative:
Fluid loss and inflation issue were reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that damage was due to explant it will not be considered a probable cause for the event because it is a secondary failure. The other cylinder and pump performed within specifications. There was a leak in one pump cylinder tube kink resistant tubing (krt) at the pump strain relief junction due to wear. The pump was not functionally tested due to the tubing leak. The allegation of fluid loss was confirmed with the pump krt leak. The reported inflation issues is considered a secondary failure as the device would not inflate without fluid. Correction to g1, h2, h3, and h6: updated to include device analysis. Reservoir model- 72404155 lot sn- (B)(4) mfg date- 12/02/2014 exp date- 11/15/2016 gtin- (B)(4).

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the cylinders that stopped inflating one month ago, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. The cylinders and pump were removed without any issues. It was noticed that the tubing connected to the pump was broken. The physician believed this is why the device was not inflating due to the broken tubing that caused fluid loss of the device. The reservoir was not removed from the patient and remained on the patients right side. There were no complication or issues reported during this surgery. It was further reported that the new implant is functioning as designed with no issues to report.